Event description:
It was reported that the device had issues with the display. Physio-control evaluated the device and observed a white screen indicating a lock up failure. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the system controller pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed system controller pcb assembly and determined the cause of lock up malfunction to be a temperature sensitive ic chip, designator u46.